Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance had been observed on the right ventricular lead. On (B)(6) 2014, all electrical measurements were normal. No patient symptoms were reported and the lead remained implanted.